Event description:
Caller reported that pump display was frozen, and they could not clear the display using the button alarm. Customer's blood glucose level remained between 54-500mg/dl, with no adverse impact reported. Technical support provided a complete pump reset guide, which the caller attempted, but the issue persisted, leading to the replacement of the pump. The pump was under warranty, and the caller was instructed on putting the pump into storage mode and returning it via a pre-paid label. The caller acknowledged all instructions and chose to use multiple daily injections (mdi) as backup therapy.